Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level was 412 mg/dl and his current blood glucose level was 369 mg/dl. Customer stated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm was display on the insulin pump screen. Customer stated that the battery compartment was not damaged. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.